Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the sensor session had stopped abruptly without user request. Tandem technical support reviewed pump data and determined the transmitter potentially unexpectedly reset. No additional patient or event information was available. A root cause could not be determined.